Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker, cracked reservoir tube, and missing endcap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that a button on the insulin pump was not consistently responding and there were cracks near the reservoir window. Customer's blood glucose was not known. Customer agreed to return the product for analysis.